Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint chamber has not been returned to fisher & paykel healthcare for evaluation. Our analysis is accordingly based on the event description and our knowledge of the product. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advises that the filter cap must be opened if a water bag or bottle is used. It should be noted that therapy involving higher pressure such as provided by sipap therapy, the water source may be required to be placed at a higher level due to the higher pressure exerted by the sipap therapy. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Further set up training has been provided by a fisher & paykel healthcare representative since this reported event.

Event description:
A hospital in (B)(6) reported via our distributor that there was no water flow into an mr290 vented autofeed humidification chamber during use. The hospital has further reported that the complaint chamber has been discarded. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that there was no water flow into an mr290 vented autofeed humidification chamber during use. The hospital has further reported that the complaint chamber has been discarded. No patient consequence was reported.